Event description:
This was reported as an arteriotomy closure of the right common femoral artery with 3 prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with all 3 devices. The pre-close procedure with the use of prostyle device was abandoned and a surgical cutdown was performed. The evar procedure was completed and hemostasis was achieved post procedure via the cutdown [surgical suture]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.